Event description:
The customer alleged that the ventilator became inoperative while in pt use. No pt harm. As per customer, unit was tested for 48 hours and alleged event could not be duplicated. The nellcor puritan bennett customer support engineer (cse) inspected the device as well and could not duplicate the alleged event. The unit passed extended self testing.